Manufacturer narrative:
After 10 mins of trying to place this first coil micrusphere 10 cerecyte microcoil 2 mm x 2.5 cm (csp10020030/f50577) in a shallow wide neck aneurysm ¿ the product did not detach. The connecting cable (f64019/catalog unknown) was changed to a new connecting cable (details unknown) and three detachment boxes used (details unknown). A previously opened and retrieved micruspher 2.5 and 3cm (details unknown) was reintroduced and successfully detached using the original dcb. There was no resistance felt during dpu/coil deployment. An sl-10 microcatheter (details unknown) was used for the procedure. A pre-deployment electrical check was not performed. The low battery light and fault light were not seen during the case. Upon pressing the power button, all lights illuminated. The green system ready light illuminated. During the detachment cycle, the detachment light did not illuminate. The audible signal did not beep. The coil was repositioned once it was placed in the aneurysm. The detachment button was pressed 3 times for each box. The coil was safely withdrawn after it failed to detach. The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design, or quality concerns. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. Concomitant medical products and therapy dates: connecting cable (f64019/catalog unknown); new connecting cable (details unknown); three detachment boxes (details unknown); micruspher 2.5 and 3cm (details unknown); sl-10 microcatheter (details unknown).

Event description:
After 10 mins of trying to place this first coil micrusphere 10 cerecyte microcoil 2 mm x 2.5 cm (csp10020030/f50577) in a shallow wide neck aneurysm ¿ the product did not detach. The connecting cable (f64019/catalog unknown) was changed to a new connecting cable (details unknown) and three detachment boxes used (details unknown). A previously opened and retrieved micruspher 2.5 and 3cm (details unknown) was reintroduced and successfully detached using the original dcb. There was no resistance felt during dpu/coil deployment. An sl-10 microcatheter (details unknown) was used for the procedure. A pre-deployment electrical check was not performed. The low battery light and fault light were not seen during the case. Upon pressing the power button, all lights illuminated. The green system ready light illuminated. During the detachment cycle, the detachment light did not illuminate. The audible signal did not beep. The coil was repositioned once it was placed in the aneurysm. The detachment button was pressed 3 times for each box. The coil was safely withdrawn after it failed to detach.